Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced infusion set was caught on something event on (B)(6) 2026 no further information is available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.